Manufacturer narrative:
Manufacturing date -- january 19, 2017 ¿ january 23, 2017. The device was returned for evaluation containing approximately 99ml of fluid in the bladder. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a small volume infusor. When the nurse tried to connect the infusor the patient after filling it was reported that ¿no air lock was confirmed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.